Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was discharged on (B)(6) 2020. The patient's hemoglobin and hematocrit was 8.8 g/dl and 26.4%. The patient was readmitted to an outside hospital on (B)(6) 2020 for further evaluation. All anticoagulants were discontinued and transitioned to open label on (B)(6) 2020. The patient was treated with blood products.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(6), and the reported bleeding could not be conclusively established through this evaluation. It was reported that the patient was discharged on (B)(6) 2020 with low hemoglobin & hematocrit. The patient was readmitted to an outside hospital on (B)(6) 2020 for further evaluation, where anticoagulants were discontinued and the patient was transitioned to open-label. The patient was treated with blood products. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿, provides information regarding anticoagulation, including recommended international normalized ratio (inr) values, and the suggested anticoagulation modifications in the event there is a risk of bleeding. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.